Manufacturer narrative:
The customer reported that there was a speaker malfunction error, and the audio was not working. The device was in use on patient at time of event, there was no adverse event reported. A philips remote service engineer (rse) spoke to the biomedical engineer, and the director of ICU initially stated that there was a "mx800 speaker malfunction error across 5 ICU's with 16 beds each." The rse sent x3, mx450, and mx800 service guide to the biomedical engineer via sdt. The rse recommended that the biomedical engineer take time to try to witness the exact error message on bedside monitoring equipment. A field service engineer (fse) went onsite to fully investigate the issue, as there was initially indication of a widespread issue. The fse confirmed with the biomedical engineer regarding the initial high frequency speaker malfunction, and the biomedical engineer advised that there were 14 total x3's that the customer repaired. The fse advised that the customer replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. Additional cases were reported. Please refer to MFR #s: 9610816-2023-00515 9610816-2023-00673 9610816-2023-00672 9610816-2023-00674 9610816-2023-00675 9610816-2023-00676 (B)(6) 9610816-2024-00021 9610816-2024-00025 9610816-2024-00022 9610816-2024-00023 9610816-2024-00026 9610816-2024-00024 9610816-2024-00027 correction: b3.

Manufacturer narrative:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction error, and the audio was not working. A philips remote service engineer (rse) spoke to the biomedical engineer, and the director of ICU initially stated that there was a "mx800 speaker malfunction error across 5 ICU's with 16 beds each." The rse sent x3, mx450, and mx800 service guide to the biomedical engineer via sdt. The rse recommended that the biomedical engineer take time to try to witness the exact error message on bedside monitoring equipment. A field service engineer (fse) went onsite to fully investigate the issue, as there was initially indication of a widespread issue. The fse confirmed with the biomedical engineer regarding the initial high frequency speaker malfunction, and the biomedical engineer advised that it is not an issue. There is no large batch of x3s or particular install order of x3s that can be traced back having issues with speakers consistently. The biomedical engineer confirmed that the case can be closed. The fse was advised that the customer replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a speaker malfunction error, and the audio was not working. The device was in use on patient at time of event, there was no adverse event reported.